Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump damage. The customer¿s blood glucose was 120 mg/dl. The customer was assisted with troubleshooting. Customer states that the insulin pump battery life was diminished, had rejected new batteries, the esc button was extremely hard to push and there was a crack and multiple scratches on the screen forcing patient to angle pump to see it. The device will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened esc buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test and displacement test or verify failed battery test alarm due to unresponsive button. Device had minor scratched lcd window, cracked lcd window.